Event description:
It was reported the implants were removed from tooth site #3.6 - 3.7 due to infection. Patient suffered pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d9: device availability unknown / not provided d10. Concomitant medical products tsvb8, impl tapered scr-v sbm 3. 7mm 3.5mm 8mm lot 1294514 g4: premarket identification k011028/k013227 a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.